Manufacturer narrative:
Concomitant products: product ID 37743, serial #(B)(4) , product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(4) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. It was noted the patient was seeing a call you doctor icon with a power on reset (por) condition. It was reported that the patient¿s implantable neurostimulator (ins) is charged but every once in a while it shuts off and the informational por appears. It was noted the patient just started radiation in their chest for lung cancer but their ins is in their hip. It was noted the por showed one or two times prior to starting radiation. It was reported that during one treatment a probe was put over the ins to determine how much radiation it was getting and it showed none. It was noted the patient was able to clear the por by pressing a button. The patient reported they had not been around any strong emi and reported the por happened during the night. It was further reported the patient¿s first power on reset (por) condition occurred 3 weeks prior to report following emi exposure. It was noted the patient was able to clear the first 3 or 4 pors with their patient programmer but had to meet with their manufacturer representative to clear a warning por, 0x400. It was noted the first emi occurred one week after having multiple CT scans performed. It was noted the patient has been having radiation treatments the last 10 days.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was experiencing increased pain due to the device being off. It was reported the device had several power on resets (por) due to radiation therapy the patient had been receiving and the manufacturer representative was able to clear the por with their clinician programmer. It was noted the patient was now doing fine and receiving effective therapy.